Manufacturer narrative:
It is reported the implants were discarded during the revision, therefore no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information provided there is no indication the implants did not function as intended or were removed for any reason other than the patient's incision opening. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 1032347-2015-00398.

Event description:
On (B)(6) 2015 the patient underwent cranioplasty surgery. The distributor reported a revision due to an incision opening and exposing a plate and screw. He reports there were no other issues but the surgeon felt it would be best to remove the implants since they were exposed. The date of the revision is unknown, he reports it was approximately two weeks ago.